Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the device did not work properly". The device was removed and hemostasis was achieved using a second prostar device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.